Manufacturer narrative:
As reported by affiliate, percutaneous coronary intervention (pci) was performed on a 75% de novo lesion in at the distal end of the proximal left anterior descending (lad) artery. The vessel was not calcified or tortuous. Two unk cypher stents were implanted without any complications. Details were requested but were not available. However, plaque shift occurred. To treat the plaque shift, direct stenting was performed with a 3.5x13mm cypher stent that was delivered to the target lesion at the proximal end of the two previous cypher stents. While inflating the balloon, the pressure would not increase more than 14 atmospheres (atm). Therefore, the stent delivery system was removed and a different balloon, a 3.5x12mm maverick was used instead to safely deploy the stent. There was no reported pt injury. The product was returned for analysis. Add'l info received will be submitted within 30 days upon receipt. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation but the engineering report has not yet been completed. This is one of three products associated with this event that were reported under the following manufacturing numbers 9616099-2007-00977 and 9616099-2007-00978.

Event description:
After two stents were deployed, plaque shift occurred. It was treated by another stent but there were difficulties inflating the device. A different balloon was used to safely deploy the stent.